Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the ipp stopped working, they tried to inflate the device and nothing happened. The patient attempted to reset the device but was unsuccessful. No surgical intervention has been performed, and no additional information was provided.